Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a blade stall error. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Event description:
It was reported that the motor drive unit was not working. No case reported. Results of investigation have concluded that the hand piece stalled and this could lead to the physician to provide an alternative treatment plan. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function and this is a reportable event. If additional information should become available, a supplemental report will be submitted accordingly.